Manufacturer narrative:
The nalu system and all associated components were discarded at the time of explant so are unavailable for inspection by the firm. A nalu representative was present for the explant procedure and reported no obvious visual damage to the device. No reports were received of malfunction while the device was implanted.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022. Patient underwent multiple programming attempts but was unable to get pain relief from the system. Patient requested to have the full system explanted. Procedure took place on (B)(6) 2023 with no reports of any complications.